Event description:
It was reported that the patient, who has lymphoma, needed an MRI to see a hot spot in the pelvic region as the CT scan "did not show." Thus, the device was explanted except for about 3 cm of the lead tips, which were left in. Patient outcome was not provided.

Manufacturer narrative:
Product ID 3889-28 lot# v065682 serial# implanted: 2007-(B)(6) explanted: product type lead; product ID 3095-10 lot# serial# (B)(4) implanted: 2007-(B)(6) explanted: product type extension. (B)(4).

Manufacturer narrative:
Product ID 3095-10 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type extension. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).

Event description:
Additional information received confirmed the patient's "lead electrodes were left behind" when her device was explanted.